Event description:
It was reported that the device became wrapped in the wire. A 1.50mm rotablator rotalink plus and rotawire were selected for use for an atherectomy procedure in the stenosed left anterior descending artery (lad). During the procedure, the device stopped and a stall message displayed. The rotawire had wrapped around the rotablator device not allowing the burr to rotate. The physician removed the wire and the burr together and completed the procedure successfully with a new device. No patient complications were reported and patient was reported as stable post procedure.